Event description:
The patient stated she woke up with an occlusion error during the night (competitor infusion device). She stated her blood glucose was 580 mg/dl. She stated she changed her infusion tubing and site and gave herself a 10 unit correction bolus. Symptoms of high blood glucose were frequent urination and thirst. The patient was advised to contact the infusion device manufacturer and her physician. Upon follow up the patient stated that after she changed her infusion site, her blood glucose returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.